Manufacturer narrative:
Batch review performed on (B)(6) 2021: lot 2000108: (B)(4) items manufactured and released on 09-apr-2020. Expiration date: 01-apr-2025. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medacta medical affairs department: few weeks after cementless total hip arthroplasty, the patient reported pain due to a femoral fracture. During rehabilitation period, a sudden movement on a weakened bone due to normal femoral preparation may favour the occurrence of early fracture. Also the presence of an intraoperative fissure, not visible in the immediate postop x-ray, may be a possible cause of this event. There is no reason to suspect a faulty device

Event description:
Primary amis surgery was performed on (B)(6) 2020. The patient had pain due to bone fracture. Revision surgery has been scheduled with competitor implants on (B)(6). No additional information is available.